Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C35239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, ulcer nos, thyroid disorder nos, headache, weight gain, hot flashes, excessive thirst, peripheral swelling, constipation, rectal bleeding, heartburn, frequency urinary, painful intercourse, depression, migraine headache and menses irregular. Concomitant products included cetirizine hydrochloride (zyrtec), citalopram hydrobromide, cynara cardunculus;malus spp. Vinegar extract;taraxacum officinale (apple cider) and magnesium. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain /chronic pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), swelling ("extreme swelling with cycles") and fatigue ("fatigue"). The patient was treated with norethisterone (ortho micronor) and surgery (laparoscopic hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pelvic pain, swelling and fatigue outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion:(B)(6) 2015 and (B)(6) 2014 coils: left tube (2), right tube (1). Essure coils were not visualized. Discrepancy noted:she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: pfs received. Event:pain , abnormal bleeding, cramping were updated to recovering / resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C35239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, ulcer nos, thyroid disorder nos, headache, weight gain, hot flashes, excessive thirst, peripheral swelling, constipation, rectal bleeding, heartburn, frequency urinary, painful intercourse, depression, migraine headache, menses irregular, gestational diabetes and anxiety. Previously administered products included for an unreported indication: ortho cyclen. Concomitant products included cetirizine hydrochloride (zyrtec), citalopram hydrobromide, cynara cardunculus;malus spp. Vinegar extract;taraxacum officinale (apple cider) and magnesium. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and pelvic pain ("pelvic pain /chronic pain/lower pelvic pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and swelling ("extreme swelling with cycles"). The patient was treated with norethisterone (ortho micronor), paracetamol (tylenol) and surgery (laparoscopic hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, pelvic pain, swelling and fatigue outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2014 coils: left tube (2), right tube (1). Essure coils were not visualized. Discrepancy noted:she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: pfs received. Reporter information, historical drug added. No new information received. As per mail iupdate only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C35239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, ulcer nos, thyroid disorder nos, headache, weight gain, hot flashes, excessive thirst, peripheral swelling, constipation, rectal bleeding, heartburn, frequency urinary, painful intercourse, depression, migraine headache and menses irregular. Concomitant products included cetirizine hydrochloride (zyrtec), citalopram hydrobromide, cynara cardunculus; malus spp. Vinegar extract;taraxacum officinale (apple cider) and magnesium. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain /chronic pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), swelling ("extreme swelling with cycles") and fatigue ("fatigue"). The patient was treated with norethisterone (ortho micronor) and surgery (laparoscopic hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, swelling and fatigue outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2014 coils: left tube (2), right tube (1). Essure coils were not visualized. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received. Reporter information, medical history, concomitant drugs, date of removal added. Removal surgery was added for event device expulsion and ablation surgery for event menorrhagia. Case became serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.